Manufacturer narrative:
Photo evaluation: one photograph of the device and the image confirmed that the stent was severely deformed. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a proximal, calcified and tortuous lad lesion. Lesion was pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. It was reported that there had been a stent placed in the diagonal branch. The physician left that wire in place and deployed the resolute integrity device in the proximal-mid lad across the diagonal branch. Upon trying to remove a diagonal wire that was trapped in the side branch when stenting, difficulty was encountered and the physician was unable to remove the wire which was stuck. The stent delivery system could also not be removed. The physician went to the or and removed the catheter with the stent and wire still in place. The physician commented that the diagonal wire somehow got tangled in the lad stent when deployed. When the physician pulled trying to remove it, it gripped and deformed the lad stent. The investigator reports that the wire must have gotten caught on the stent and when the physician pulled it, it unraveled the stent when it came through the guide and hemostasis valve. The patient was sent for bypass surgery and was reported to do fine.